Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-1160; serial number: (B)(4); batch/lot number: 360811; model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients midline incision wound was not healing well. The patient underwent a revision procedure wherein everything was explanted. The patient was doing well postoperatively.